Event description:
The customer reported the ventilator went vent inop and alarmed during checkout. The ventilator was not in use at the time of the reported problem. Vent inop, will stop providing ventilatory support to the patient.